Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, local infection / subacute chronic osteitis, complication in site preparation (foreign body removed, area 14 apical), infection, mobility. A foreign body (root filling material) in the bone in the preoperative x-ray and was removed. Possibly smaller, non-visible foreign bodies remained in the bone.